Manufacturer narrative:
Reportedly there was no patient involvement. Event date unknown. Device is an instrument and is not implanted/explanted. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an inter-lock screwdriver was stripped. The issue was discovered during a routine inspection. Therefore, this complaint does not involve any patient or procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 03.010.472, lot# 7845643. Manufacturing location: (B)(4), release to warehouse date: mar 30, 2012. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation was completed. The customer reported the interlock screwdriver was stripped. The repair technician reported the tip of the screwdriver was twisted. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. Product development investigation was completed. The returned screwdriver was found to be bent, stripped and twisted. The distal tip of the stardrive feature is bent distally, additionally the tip was twisted in the direction of screw insertion. The tip is also stripped/worn down. The sliding bar is also twisted and does not engage with the shaft properly. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already bent and twisted. Relevant drawings were reviewed during investigation. Dimensional inspection of the tip was not conducted due to the post manufacturing deformation. No definitive root cause could be determined however, it is likely that the device experienced excessive force during screw insertion. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.